Event description:
Reporter indicated that vns pt's neck incision never healed since implant surgery and that the pt has an infection. The pt has completed a 7-day course of antibiotics (keflex -500mg qid) and was referred to an infectious disease physician to determine the cause or the infection.